Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 4 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency room for gastrointestinal bleeding (gi). A gi consult recommended protonix and a consult regarding international normalized ratio (inr) of 2.5 instructed to hold warfarin. The patient was transfused with 1 unit of packed red blood cells (prbc) and discharged from the emergency room and sent home. It was confirmed site of bleeding was gastrointestinal bleeding. Anticoagulant at time of event was warfarin. No additional information provided.